Manufacturer narrative:
Updated .

Event description:
The customer reported that at boot-up the fan noise was so bad that they couldn't start the ventilator. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator cannot boot up. There was no patient involvement.